Event description:
User facility reports incident of a leak in the area of the arterial dialyzer header. The exact location could not be determined. Ebl = 1l. Pt was transferred to hosp and received three units of packed red blood cells.